Manufacturer narrative:
(B)(4). The customer complaint that the unit was warm to the touch was verified and isolated to the back up battery. The top cover was removed from the unit and heat was observed to be coming from the battery area. Visual inspection found small spots of contamination. The batteries were removed and inspected. It was observed that the back up lead acid battery was showing signs of bulging and measured 3.8 vdc. The date code label on the battery showed 10-12. Both internal batteries and the battery charger board were replaced..

Event description:
It was reported that during patient use, the ventilator was warm to the touch. The device continued ventilating/cycling however the patient was removed from the ventilator, manually ventilated and transferred to another ventilator without any reported harm.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.